Manufacturer narrative:
Block h6: problem code 1074 captures the reportable issue of balloon burst. Block h10: investigation result a visual examination of the returned complaint device revealed that the balloon did not have any visual defects. Functional evaluation was performed and the balloon was inflated without problem; however, a leak was noted on the balloon due to a pinhole located at the ro marker near the proximal bond of the balloon. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used during an endoscopic papillary balloon dilatation (epbd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon ruptured. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of the event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used during an endoscopic papillary balloon dilatation (epbd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon ruptured. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of the event.